Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('location of device: uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 638492,646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Concurrent conditions included pelvic pain, amenorrhea and cyst of ovary. Concomitant products included alprazolam (xanax) for anxiety as well as medroxyprogesterone acetate (depo provera) since december 2008. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date 2009 , (B)(6) 2008 , (B)(6) 2009 and (B)(6) 2008 insertion details-trailing coils: left: 5 right: 3. Discrepancy noted in hysterosalpingogram date - (B)(6) 2009, (B)(6) 2010. Doctor advised that plaintiff would need a hysterectomy as the coils might have moved. As per patient: need hysterectomy, but advised that she is currently too young. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, everything was fine. Lot number: 638492, manufacturing date: 2009-04, expiration date: 2012-04. Lot number: 646520, manufacturing date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('location of device: uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 638492,646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Concurrent conditions included pelvic pain, amenorrhea and cyst of ovary. Concomitant products included alprazolam (xanax) for anxiety as well as medroxyprogesterone acetate (depo provera) since december 2008. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date 2009 , (B)(6) 2008 , (B)(6) 2009 and (B)(6) 2008 insertion details-trailing coils: left: 5 right: 3. Discrepancy noted in hysterosalpingogram date - (B)(6) 2009, (B)(6) 2010 doctor advised that plaintiff would need a hysterectomy as the coils might have moved. As per patient: need hysterectomy, but advised that she is currently too young. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, everything was fine. Lot number: 638492 manufacturing date: 2009-04 expiration date: 2012-04. Lot number: 646520 manufacturing date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: plaintiff fact sheet received. Event added: location of device: uterus. Hysterectomy needed, case upgraded to incident. Lab data were added. Fu 7 , 8 and 9 processed together. Insertion date updated. On 21-nov-2019: fu 7 , 8 and 9 processed together. On 21-nov-2019: fu 7 , 8 and 9 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.